Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console was returned for evaluation. The logs were not relevant to the reported issue. The console was evaluated and it was confirmed that the purge disc retainer had broken off on the console. The root cause of this issue was a broken purge retainer. Added- b5 additional narrative d4- updated model number.

Event description:
This complaint was not related to a clinical procedure, and there were no adverse effects related to this event.

Manufacturer narrative:
The aic was received from the customer, the investigation has begun, once the investigation is complete, a supplemental MDR will be filed.

Event description:
No patient involvement:us complainant reported the automated impella controller (aic) had an issue with the purge disc holder was broken off.